Manufacturer narrative:
((B)(4)) the review of the device history records indicated that the graft was processed and inspected according to established procedures and was therefore released following acceptable quality inspections and tests. ((B)(4)) a review of the sterilization process records indicates that the graft was sterilized and released according to the procedures and no anomaly was found. ((B)(4)) no conclusion can be drawn. However, the investigation performed would tend to indicate that the device was not defective. In addition, the case has been reviewed by our corporate medical officer. His clinical opinion is the following " infection of vascular grafts is a severe complication that occurs in less than 3% of implants. The majority of infections are due to contamination during the surgical procedure. The most common organism involved is candida. Aspergillus is rare but described in the scientific literature. The treatment is antifungal therapy and excision of the infected graft. It is impossible to assess the source of the infection. The aspergillus could be found in several places but more frequently in ventilation systems. It is also very difficult to determine the moment in which the contamination occurred."

Event description:
The following consequences for the patient were reported: the patient had a treatment with antifungals, she is followed by the ID physician dr (B)(6) from the hospital. She was placed on voriconazole on (B)(6) 2017, discharged home on (B)(6) 2017 on voriconazole.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an aspergillus fungal infection was found in the involved graft which had been implanted in the patient on (B)(6) 2016 and had to be explanted on (B)(6) 2017. It is an aspergillus airborne infection. An edwards valve product was implanted and explanted along with the involved graft. No information about the consequences for the patient has been reported ; the patient is alive.